Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 41-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (scai stage e). Past medical history was not reported. The patient required inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support. The patient underwent coronary intervention including lad and rca coronary angioplasty with ptca and stent placement. During post-procedure management at the right femoral artery access site, the cardiovascular surgeon¿s attempt at percutaneous post-closure using an angio-seal device was unsuccessful. The failure of post-closure required a surgical cutdown with patch repair of the right femoral artery at the impella cp access site. The physician reported that he believed the post-closure failure was related to a defect of the angio-seal device. Surgical repair of the right femoral artery was successfully completed, with distal pulses present at the end of the procedure. Post-procedural access-site complications, including failure of vascular closure devices and the need for surgical cutdown and arterial patch repair, are known risks associated with large-bore femoral arterial access and are described in the instructions for use for vascular closure systems and in the literature for large-bore mechanical circulatory support. Contributing factors may include vessel size, calcification, access site anatomy, anticoagulation status, sheath size, and procedural or device-handling factors. Based on the information available, this event is consistent with known risks of vascular closure after large-bore femoral access in critically ill patients the patient survived.